Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter tips had wet or greasy liquid. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ IV catheter tips had wet or greasy liquid. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the nonconformance cannot be confirmed as no sample was returned for investigation. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch.